Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's implantable cardiac monitor presented with a false pause due to undersensing. No changes were made. The patient was asymptomatic.

Manufacturer narrative:
Correction- e1, e2, e3- no healthcare provider involved initial reporter was sjm personnel; g2- healthcare provider should not be selected only user facility and company representative.

Event description:
New information received notes there was no healthcare provider involved and the user facility was heart clinic.